Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight and the fiber cap detached while inside of the patient at 65,479 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported.